Event description:
Account alleged that the head will not lower even when pulling the CPR.

Manufacturer narrative:
Account replaced the head drive assembly and the head section will not lower even when pulling the CPR. Technician asked account to check the hooks when pulling CPR release. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.